Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer number: 3006705815-2022-14543. It was reported one lead migrated. As a result, surgical intervention occurred and the lead was explanted and replaced to address the issue. It is unknown which lead was replaced therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.